Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the display device showed a transmitter failed error. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of a transmitter failed error. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A voltage test was performed and failed. Performed share log review and a transmitter error was found in the log. The complaint was confirmed because of the transmitter failure error was found in the log. The reported event of transmitter failed error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon aug 28 18:18:27 edt 2017 with MFR# 3004753838-2017-51793. The ack3 was received onmon aug 28 18:18:27 edt 2017 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.